Event description:
The customer reported that the system intermittently froze and shut down without command. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The configuration files were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.